Event description:
The customer reported obtaining low hemoglobin (hgb) quality control (qc) results on the initial few runs in both modes, after switching modes on the lh 500 hematology analyzer. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered an excessive amount of air bubbles in the tubing of the secondary mode aspiration pump (pm5). The fse replaced the pump to resolve the air bubbles but the low hemoglobin issue persisted. The fse then replaced the pancake valve (blood sampling valve actuator valve) to resolve the hemoglobin issue. The fse verified the repairs as per established procedures and results met published specifications. (B)(4).